Event description:
The customer reported that while the unit was in use on a pt, the unit went into manual fill mode by itself and the recorder was not functioning. The pt was removed from the unit and therapy was discontinued. No pt injury was reported.